Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was a possible problem with the ins, there was a por condition. It was noted that the por had been cleared and no code was captured. It was noted they changed the programming and the neurostimulator was acting normal. It was logged por was seen on the clinician programmer but no code was written down. It was noted there was use of the therapy since the CT scan and no por symbol was noted. It was logged that recharging history on the clinician programmer showed the patient recharged 30 times for 2.4 hours with 8 out of 8 coupling.